Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip during removal. The non stenosed target lesion was located in the moderately tortuous and non calcified internal iliac artery. A 8mmx20cm interlock-35 coil was selected for use. During procedure, it was noted that the coil became stuck in the distal part of the catheter. Furthermore, when the device was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. The coil was removed together with the catheter and the procedure was completed with another of same device. No patient complications were reported. Device will not be returned for analysis.